Manufacturer narrative:
Allegation related to mechanical issue was reported. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had wear at fold in cylinder body. Both cylinders had broken fabric treads in cylinder body; no leaks were found. The kink resistance tubing (krt) was worn to the filament; no leak was found. No damage was identified in relation to the pump. Product analysis concluded the identified of the broken fabric treads would directly affect the overall functionality of the device and is therefore product analysis confirmed a device has mechanical issue and malfunction.

Event description:
It was reported that due to a pump malfunction the patient will have his ambicor penile prosthesis (app) revised on a future date. The patient is currently unable to use his device. The onset of the pump malfunction was (B)(6) 2020.

Event description:
It was reported that due to a pump malfunction the patient will have his ambicor penile prosthesis (app) revised on a future date. The patient is currently unable to use his device. The onset of the pump malfunction was (B)(6) 2020.